Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2008 and left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported that patient underwent a left hip revision procedure on (B)(6) 2012 allegedly due to pain, inflammation, fluid and lack of mobility. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 8 mdrs filed for the same event (reference 1825034-2013-02706 / 02713).